Event description:
Country of complaint: (B)(6). Broken needle tip during insertion.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Reported device not marketed in the us; however, similar device is. Eval on-going at mfg site.